Manufacturer narrative:
This device model is association with a field correction. Device eval by MFR: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to exacerbated by off-axis charging of shallow implantation ipgs and that all charges were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-00156. It was reported the pt ((B)(6)) experienced heating at the ipg site when recharging. Recommendations were provided to the pt to help minimize any discomfort felt during recharging.